Manufacturer narrative:
Aziyo biologics would like to amend/correct the following data fields of this MDR report per notification from FDA MDR team of incorrect usage of box h.1 - summary report and corresponding no. Of events summarized: fields to be corrected (from/to): box b.3 --- from: blank (no date provided) ------> to: (B)(6) 2017. Reason: oversight due to same patient population summarized in 2 different articles, earliest publication date selected. Box g.2 --- from: foreign, study, and literature selected -------> to: literature (only selected). Reason: aziyo became aware of the foreign study via the published literature only. Box h.5 ----from: article summary (keep as is). -------> to: article summary amended to add that this MDR is one (1) of three (3) mdrs submitted for this published literature. This MDR summarizes the events surrounding five (5) reported post-operative pneumonia/sepsis events [note: article references 6 events; however 1 event led to patient death which was reported in previous MDR (3005619880-2020-00077). Summary data regarding patients in article 1 with initial norwood 1 procedure to the following: mean body mass on day of operation was 3.32 kg +/- 0.7 kg. Mean age at operation was 17 days (range 0 to 87 days). Study group of 96 patients comprised of 34 (29.7%) female and 62 (70.2%) male - no specific breakdown in respective treatment groups. Article 2 patient group with 2nd stage palliation with hemi-fontan or bi-directional glenn procedure to the following: mean body mass on day of operation was 6.7 kg +/- 1.2 kg. Mean age at operation was 33 weeks +/- 11.2 weeks. Bdg study group of 37 patients comprised of 15 (40.5%) had direct end to end anastomosis between superior vena cava (svc) and right pulmonary artery. Remaining 22 patients had svc and right pulmonary artery anastomosis extended by use of ecm patch. Reason: additional summary information requested per MDR reporting guidance document section 4.16.2. Box h.1 --- from: selection of serious injury and summary report with 5 events summarized ----> to: serious injury selected only (de-select summary report and no. Events summarized) reason: notification from FDA MDR team of improper use of summary report box - submission not intended to be reported via vmsr program. Box h.6 --- from: health effect - clinical code: 2067, 2011 ------> to: remove all codes. Box h.6 --- from: health effect - impact code: 4607, 4641, 4621 ------> to: remove all codes. Box h.6 --- from: medical device problem code: 2993 ------> to: remove code. Box h.6 --- from: component code: 4755 ------> to: remove code. Box h.6 --- from: type of investigation: 4114 ------> to: remove code. Box h.6 --- from: investigation findings: 3221 ------> to: remove code. Box h.6 --- from: investigation conclusions: 4315 ------> to: remove code. Reason: per medical device reporting for manfacturers guidance for industry, section 4.16 - reports based on literature, specifically section 4.16.2 (bullet point #4 - pg. 36) an excel spreadsheet is provided as an attached document providing all reporting codes for each summarized event (post-operative pneumonia / sepsis - 5 occurrences).

Manufacturer narrative:
Manufacturing review of the cormatrix ecm for cardiac tissue repair device history record could not be completed as the lot/serial number was not provided. It is noted that per the instructions for use (IFU - art-20706) provided with the finished cormatrix ecm for cardiac tissue repair device, infection potentially increasing in severity to sepsis is listed as a potential complication associated with the procedure and device. Although the exact causes of the reported events cannot be conclusively determined, infection and pneumonia are known complications associated with the use of a cormatrix ecm for cardiac tissue repair and surgical implant procedures. Should aziyo receive any additional details related to this event, a supplemental report will be filed.

Event description:
As part of the post market surveillance process, this retrospective single center study report(s) published in kardiologia polska titled "early results of aortic arch reconstruction and bilateral pulmonary artery banding: modification of the norwood operation for treatment of hypoplastic left heart syndrome" (article 1) and in cardiovascular ultrasound titled: "preoperative single ventricle function determines early outcome after second-stage palliation of single ventricle heart" (article 2) were reviewed. A total of ninety-six (96) norwood 1 procedures were reviewed during these study periods consisting of group I included 59 children whom the stage I norwood procedure with the sano modification was performed with a homogenous pulmonary artery or a bovine pericardial patch. Group ii (article 1) and group bdg (article 2) included 37 children after modification of the norwood I procedure, in which the aortic arch was reconstructed with an extracellular matrix patch and bilateral pulmonary artery banding. Patients were treated between 2003 and december 2015 (article 1), or 2011 through end of 2015 (article 2) respectively, using the cormatrix (now aziyo biologics) extracellular matrix material (model # / lot #: unknown), but likely cormatrix ecm for cardiac tissue repair (now proxicor for cardiac tissue repair). The first data of the long-term results was published as pajak j, et al. Cardiovasc ultrasound. 2017 sep 11;15(1):21. (Article 2). Additional data was published as pajak j, et al. Kardiol pol. 2018;76(4):770-775. (Article 1). Only group ii utilized aziyo extracellular matrix will be included in this report. This report will address the five (5) reported post-operative pneumonia and sepsis events summarized within table 3 (article 1) summarizing factors affecting mortality. A total of 6 events are summarized in table 3 for pneumonia/sepsis, one of which led to a patient death and was previously reported in a prior MDR. No further details are provided relating to the treatment involved for the events. It can be noted that all 37 children had atrioventricular valve regurgitation (avvr) and/or single ventricle heart function of varying degrees as seen both preoperatively and postoperatively (refer to table 2 from article 2). Follow-up attempts to contact the corresponding author have been unsuccessful and no details have been provided regarding specific product used and corresponding lot numbers. Should any additional information be received a follow-up report will be filed.